Event description:
Additional information was provided that the physician elected to replace the lv lead due to impedance measurements greater than 2,000 ohms in tip to ring configuration. The lead was attempted to be removed; however, was unsuccessful due to tissue in-growth around the patient's clavicle. The patient was brought back the following day for laser removal. It was noted that the lv lead appeared to have dislodged into the patient's right ventricle (rv). During the extraction of the lead, the tip of the lead came off and remained in the patient's rv. A new lv lead was implanted. No adverse patient effects were reported.

Event description:
Additional information was provided that the physician will continue to monitor this patient via the remote monitoring system and no further action was planned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range impedances of greater than 2,000 ohms and increased pacing thresholds from 1.5 v to 3.5 v @ 0.5 milliseconds. It was noted that the impedances were checked an additional 5 times and all measurements were within normal limits and there was no noise observed on the lead. Boston scientific technical services (ts) discussed that this may be an early onset of a lead issue this was going to be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was noted that the lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.